Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. Upon visual inspection, the unit¿s cover and bezel were found to be scratched, and the heat sink was also damaged. The iesu was tested using a golden system; and the unit successfully cauterized through all ports and recognized all instruments. The probable cause of the customer-reported issue could not be determined, as the issue could not be reproduced during failure analysis.

Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, the erbe generator had error codes m-02, c-00, and m-0b. The customer replaced the energy cables, but the issue remained. Site power cycled the erbe and got it to work but then got the error codes again. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs but found no related issue and recommended a power cycle and when the erbe was off, to pull the power cord out for 60 seconds. The tse also recommended to use the other system tower if available or a force triad if they had one. The procedure was completed with no reported injury.